Event description:
It was reported that at the user an ortholock pin broke off during a tibial osteotomy. The fractured pin fragments were left in the patient. There are no known adverse consequences, impact to the patient, medical intervention or procedural delays associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Scrapped by customer.

Event description:
It was reported that at the user an ortholock pin broke off during a tibial osteotomy. The fractured pin fragments were left in the patient. There are no known adverse consequences, impact to the patient, medical intervention or procedural delays associated with the event.